Event description:
It was reported that a pt presented at an unspecified time following initial procedure with a recurrent hernia. Pt was returned to surgery for repair. During the re-operation, it was found that the mesh had torn centrally.